Event description:
It was reported that the patient noticed some air bubbles in their cassette while performing therapy on the homechoice. The patient had followed proper priming procedures at the start of therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of air in tubing (without alarm). A review of all batch record documents was performed for lot number h14f15017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported problem were noted. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing were performed with no issues noted. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications, and the reported issue was not verified. The cause of the reported issue of air in tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.